Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no results. The device was returned to olympus for evaluation. The user¿s claim could not be confirmed as the foreign material that fell into the patient was not returned. A visual inspection was performed on the received device and found multiple cracks and chips with a missing portion on the bending cover adhesive on the insertion tube. There was also some discoloration noted near the affected area. The missing portion was not returned for investigation. The biopsy channel was inspected using an olympus boroscope and found no residue or debris on the channel walls; however, a minor stain was observed on the channel wall opening at distal end side. The distal end cover (c-cover) was noted to have scratches and stains. The device passed leak testing. Based on similar reports, the discoloration and physical damage noted on the bending section is likely due to chemical damage during reprocessing and user mishandling. The instruction manual warns user ¿never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the instrument may compromise patient or user safety and may result in more severe equipment damage. If any parts of the endoscope fall off inside the patient body due to equipment damage or failure, stop using the endoscope immediately and retrieve the parts in an appropriate way.¿

Event description:
Olympus was informed that during an unspecified procedure, a device fragment broke off and fell into the patient. It was reported that the device fragment was noted to be missing during reprocessing. It is unknown if the device fragment was retrieved from the patient. The intended procedure was completed with the same device. There was no patient injury reported.